Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1061232, medical device expiration date: 2022-09-30, device manufacture date: 2021-03-02. Medical device lot #: 1284357, medical device expiration date: 2023-04-30, device manufacture date: 2021-10-11. Medical device lot #: 1314628, medical device expiration date: 2023-05-31, device manufacture date: 2021-11-10. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples of each lot from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there wasunder-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the blood collection tubes are not filled properly. This has caused that the samples are not analyzed and returned from the lab."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there wasunder-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the blood collection tubes are not filled properly. This has caused that the samples are not analyzed and returned from the lab."

Manufacturer narrative:
H6: investigation summary: "material #: 366566; lot/batch #: 1061232, 1284357, 1314628. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples of each lot from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."